Manufacturer narrative:
The device remains implanted and is unavailable for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that eleven years, two months post implant of this pulmonary valved conduit, the device was replaced valve-in-valve with a medtronic transcatheter pulmonary valved conduit. The reason for replacement is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the valve was replaced due to gradient increase of 44mmhg with moderate to severe pulmonary regurgitation. No further adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.